Event description:
It was reported that the reservoir of a folfusor sv4 burst during filling. There was no patient involvement associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should the device and/or any additional information become available, a follow-up report will be submitted.